Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volux® xc and experienced lumpiness, swelling, redness, tenderness, and warmth around the chin to the jowl on both sides about a month post treatment. Cystic looking lumps formed on both sides (near jowl) that were expressed/drained by hcp. Symptom on-going.

Event description:
Healthcare professional later reported culture of drainage with result noting "negative." Blood test performed with results noting "no elevated wbc, mild elevation of crp sed rate." Symptom is nearly resolved.